Event description:
Reference number (B)(4) event occurred in canada on (B)(6)2024, it was reported by the patient that infusion set cannula was kinked due to which hyperglycemia occurs after 3 hours of insertion. Infusion set cannula was placed in abdomen. High blood glucose level was 32 mmol/l and treated by correction bolus via pump. Patient replaced infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available